Manufacturer narrative:
Suspect device UDI: (B)(4).

Event description:
On (B)(6) 2016, it was reported by the physician's office that the programming system was unable to perform device interrogations. Troubleshooting was performed and determined that the issues were due to the usb serial cable. The suspect serial cable has not been returned to date.

Event description:
The suspect usb to db9 adapter cable was returned to the manufacturer, and product analysis was completed. The cable was connected to a known good wand and tablet. An interrogation was attempted but was unable to be performed. Upon opening the serial cable's db9 hood, it was identified that the green data+ wire was no longer soldered on the serial cable. When the wire was resoldered, all further interrogations and diagnostic tests were completed with no further anomalies. The cause of the failure was determined to be mechanical stress.